Event description:
Add'l info received from MFR 2-12-03: as they indicated in their initial response dated january 31, 2003 final analysis results would be forwarded when available. The co's testing has been completed and final analysis results indicate the device had a leaky capacitor. This info is contained as a follow-up report in the 10mar03 electronic submission.

Event description:
Pacemaker malfunctioning, extracted and new device implanted.

Event description:
Add'l info received from MFR 1-31-03: preliminary analysis results found atrial lead impedance readings of 500 ohms when there was no load across output. The device has been sent to another facility for add'l analysis. Full analysis results will be forwarded when available. This device is not part of the kappa voluntary notification.